Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-aug-2018 with the following findings: there were unexplained pump reboot events observed in the black box. No damage was found to the battery compartment or cap. Moisture was observed behind the display lens. The pump powered on to a blank display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.